Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of 576 mg/dl, resulting in diabetic ketoacidosis (dka) and hospitalization. The user was admitted on (B)(6) 2026, treated with insulin, IV fluids, and dextrose, and discharged on (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hyperglycemia progressing to diabetic ketoacidosis (dka) requiring hospitalization while on ilet therapy. Engineering log review confirmed that device data corresponding to the reported event timeframe were available and showed no malfunction alerts, no factory reset, and no motor errors. The user reported rising glucose levels following a supply change. A subsequent troubleshooting step involved changing tubing only, without replacing the cartridge, after which hyperglycemia persisted. During a later supply change performed in the hospital, insulin leakage into the cartridge chamber was confirmed. The continued use of the leaking cartridge during tubing-only replacement resulted in ineffective insulin delivery, leading to sustained hyperglycemia and progression to dka. Based on available information, the event is attributed to a device-related condition involving leakage from the cartridge resulting in interruption of effective insulin therapy. If additional information becomes available, a supplemental MDR will be submitted.